Event description:
It was reported that the IV set an120 w/o bp experienced leakage. The following information was provided by the initial reporter: the fluid leaked from the air-vent when n/s1000ml was connected to the IV set and dropped.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/20/2020. H.6. Investigation: one sample was returned to sbdm. Sbdm had inspected the complaint sample & house samples, found that there was leakage under normal using condition. Leakage was also found under high pressure of using condition in 0.50 mpa on the air vent of spike. There is ultrasonic assembly process in the chamber + spike + air filter assembly m/c. And there is a jig which is pushed in the spike air vent hole to assemble air filter with spike. However, if the center of the jig is not matched with the center of spike, the inner wall of spike could be damaged and the air filter also, could be damaged too. So, we assume that temporary malfunction of air filter assembly machine and it caused root cause for this complaint case. House sample inspection: sbdm inspected house samples lots 2004293, 2005071 & 2005121, there was no leakage even the air pressure was under 0.50 mpa. DHR review: sbdm review the manufacturing record of complaint sample (lot no. 2005071), there is no issue while manufacturing. Customer complaint record review of complaint sample: sbdm reviewed the customer complaint record of complaint sample, there was no same issue of the same product from other customer.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the IV set an120 w/o bp experienced leakage. The following information was provided by the initial reporter: the fluid leaked from the air-vent when n/s1000ml was connected to the IV set and dropped.